Event description:
Caller alleged discrepant results with two patients between the inratio 2 meter and lab. Date: (B)(6) 2012, patient #2, inratio results: 5.3, lab results: 3.6. Warfarin was decreased based on lab results of 3.6. Pt was then tested with the inratio which resulted in a value of 5.3. The time between testing was not provided nor was the therapeutic range for either pt. There was no additional info provided.

Event description:
Caller alleged discrepant results with two patients between the inratio 2 meter and lab. Date: (B)(6) 2012, patient #1, inratio results: 3.5, lab results: 1.8. The time between testing was not provided nor was the therapeutic range for either pt. There was no additional info provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test results with lab results provided by end-user at time complaint was filed: date (B)(6) 2012. Patient 2: inratio: 5.3, reference: 3.6, mean: 4.45, confidence limits: 2.5-6.5. Results: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 273314 on (B)(6) 2012. Results as follows: donor1: inratio: 3.0, 3.1, 3.6,. Reference: 3.48, bias threshold: 2.48 - 4.48, %cv: 9.94. Donor2: 2.7, 2.6. 2.5, 2.50, 1.50-3.50, 3.85. All replicates for each donor are within the acceptable bias for accuracy. Both donor product %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Root cause could not be determined from the info provided. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. (B)(4) this issue will continue to be tracked and trended.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test results with lab results provided by end-user at time complaint was filed: date (B)(6) 2012. Patient 1: inratio: 3.5, reference: 1.8, mean: 2.65, confidence limits: 1.7-3.8. Results: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 273314 on (B)(6) 2012. Results as follows: donor1: inratio: 3.0, 3.1, 3.6,. Reference: 3.48, bias threshold: 2.48 - 4.48, %cv: 9.94. Donor2: 2.7, 2.6. 2.5, 2.50, 1.50-3.50, 3.85. All replicates for each donor are within the acceptable bias for accuracy. Both donor product %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Root cause could not be determined from the info provided. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. (B)(4) this issue will continue to be tracked and trended.